Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review of the implantable cardioverter defibrillator, it was noted that the device was oversensing post-paced t-waves. The device was reprogrammed. The patient was stable after reprogramming.